Manufacturer narrative:
At analysis the instrument was checked and cleaned, the stylus calibration was completed and the software was updated. It was confirmed that the programmer was working ok.

Event description:
It was reported that the programmer's stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.